Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. No moisture damage was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported that she has been having issues with her insulin pump. She stated that she has been struggling to keep her blood glucose under control. Sometimes she goes low and becomes unconscious for several hours at a time. Customer cannot remove the battery cap. The device has a crack on the battery compartment and on the top right corner of the lcd screen. Customer's last blood glucose was 146 mg/dl. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.